Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. There was no reported impact to the user's blood glucose level. The user successfully reloaded the cartridge and resumed insulin delivery.